Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced uncomfortable shocking sensation at ipg site with stimulation on. Surgical intervention was undertaken wherein the scs system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The reported observation of ¿uncomfortable stimulation¿ was not confirmed in reference to the ipg. The cause of the reported observation was not ascertained; the device exhibited normal device characteristics. A microscopic inspection of both ipg lead ports did not find any discrepancies. A lead fitment test was performed using a .055-gauge pin and an octrode test lead, with normal behavior observed. A clinicians programmer, system impedance test was within the expected range. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The ate test specifically tests the ipg outputs and system impedances on all 16 electrodes including the ipg can connection. Ate also test for any stimulation leakage between electrodes.